Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a partially extended position. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported dislodgement.

Event description:
It was reported that right ventricular lead was explanted and replaced due to dislodgement found at routine follow-up. No additional adverse patient effects were reported. Pi was completed. Lead was found to meet specifications.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that right ventricular lead was explanted and replaced due to dislodgement found at routine follow-up. No additional adverse patient effects were reported.